Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, two photos were received from the customer. The occluder appears to be covered in blood/body fluids and deformed in shape. It is unknown how or when this deformity occurred. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's defect was measured with a 34 mm sizing balloon and determined to be 27 mm. A 32 mm amplatzer septal occluder (aso) was selected for use along with a 12f delivery system. The aso was advanced to the left atrium. From the left atrium the left disc was opened and while opening the right disc, it deployed cobra-shaped. During a second attempt, the aso spontaneously disconnected from the cable. The aso was partially delivered through the asd and it was captured with the snare and fully retracted into the sheath. After visual check of the right femoral access site, the user elected to puncture the left femoral vein for access. Via the rfv, a second 32 mm aso was successfully implanted with no complications.